Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 122 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation across all sensing areas. A review of the dms data showed declining signal in all the sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel. The sensor replacement alert was triggered when the channels went below the threshold value. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 19 nov 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 19 nov 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to 16 sept 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 21 august, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.